Event description:
It was reported that an occlusion alarm intermittently occurred. A system check was performed by tandem technical support and the occlusion was found to be within the cartridge. Customer changed pump supplies to address the issue. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Reportedly, the customer administered a manual injection to address elevated bg level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.